Event description:
A customer contacted baxter's global technical service center to report a low drain volume (ldv) alarm on the homechoice (hc) machine during drain 1 of 4. The homepatient (hp) stated that there was air in patient line. The technical service representative (tsr) assisted in ending therapy and suggested calling the nurse. On (B)(6) 2010 product surveillance contacted the nurse regarding the alarm. The nurse stated that the patient discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the procedure, there was a cement leakage. No additional information was reported.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).